Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The device failed the flow transducer test during the pre-use check (puc). Our field service engineer investigated the device on-site and resolved the issue by replacing the nozzle unit of the air gas module. After replacement, the device successfully passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The removed nozzle unit was returned for further investigation. A visual inspection revealed no obvious abnormalities. During testing, a mechanical force was applied to the feather spring of the nozzle unit and then released. This caused the feather spring to adhere to the membrane due to a form of stickiness, resulting in a delayed release. The device logs provided did not confirm a flow transducer test failure at the reported date of the event. However, the logs did show a pressure transducer test failure during the monitor pressure transducer test sequence and confirmed membrane stickiness through the pressure deviation observed in the failed test. A reference ventilator was used for simulated-use testing. The nozzle unit from the air gas module was installed in a reference air gas module and passed the puc three times. Simulated ventilation was then performed for more than four days using the returned nozzle unit without any deviations; the ventilator passed three pucs at the end of this simulated-use period. Our investigation concludes that the nozzle unit has a sticky membrane, which affects the accuracy of gas concentration. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring, and it regulates gas flow through the gas module. The membrane is pressed against the mouthpiece by the feather spring to achieve this regulation. The nozzle unit should be replaced during annual preventive maintenance or after 5,000 hours of operation, whichever comes first. Based on the provided information, the preventive maintenance interval had not been exceeded, and maintenance was performed according to instructions. Consequently, the membrane stickiness is attributed to early wear of the membrane.